Manufacturer narrative:
Continuation of medical devices: 457445 lead implant date: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, oversensing and noise. The lead was capped and will not be replaced. It was also reported that the right ventricular (rv) lead exhibited oversensing and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.